Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with mentor smooth round high profile 380cc saline prostheses several unexplained systemic symptoms post procedure. Fatigue, brain fog, memory loss, joint pain, hair loss, rashes, weight gain, insomnia, worsened vision, slowed healing, bruising easily, headaches, throat irritation, constipation, night sweats, feeling hot, metallic taste in the mouth, high blood pressure, numbness in the extremities, tingling in the extremities, depression, anxiety, and breast pain were noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2022-06725 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 2, 2023. Explant was performed on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/generalized illness. Manufacturer¿s reference number: (B)(4).